Manufacturer narrative:
The reported event of a bent lead was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, the right ventricular (rv) lead became bent. The lead was explanted and replaced to resolve the event. The patient was in stable condition.